Event description:
Ff/emergency medical technician responded to a person described as apneic and pulseless. The device was powered up and connected to the pt with disposable defibrillation/ECG electrodes. According to the reporter, the device displayed connect electrodes even though the electrodes were already in place and would not analyze the pt's rhythm. A backup manual defibrillatior was used from the arriving transport rig with the same electrodes and the paramedics were able to observe that the pt was in asystole. The pt was pronounced at the scene.